Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was achieved utilizing ultrasound guidance and micropuncture. Arteriotomy was 7.8mm, clear of calcification and tortuosity, with a measured deployment depth of 1.5cm + 1cm. No issues were encountered advancing or withdrawing the 14f procedural sheaths. Following the evar procedure, an 18f manta was deployed to the measured deployment depth in the right common femoral artery. During deployment, the physician was aware of the shallow deployment depth, felt something was different, and realized he had pushed too hard and deployed the collagen into the vessel. Following deployment, blood continued leaking, and a doppler indicated a decrease in pedal pulses. The physician knew something was amiss, did not like what he felt, and decided to cut down. During the surgical intervention, the manta device was explanted, sutures were applied, and the patient was transferred to the floor. The patient outcome post-procedure was fine the following day. The physician admitted it was his fault as he had pushed too hard, pushing the collagen into a very shallow depth measurement into the vessel causing an occlusion, and does not blame the manta device. The IFU lists the following potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: was informed of an incident on last friday where he pushed collagen into the vessel and had to cut down to remove. Dr. Admitted to it being physicians fault as he pushed too hard at the end on a very shallow depth measurement. Pushed collagen in and estimated 20% occlusion. He elected to cut down and remove vs. Leaving it in place. Does not blame manta. States that this was his first issue with manta in 100+ uses. Additional information: the case was an evar procedure. The physician had to conduct a surgical cut down to remove collagen from vessel. Patient was fine and had a small incision at access site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: was informed of an incident on last friday where he pushed collagen into the vessel and had to cut down to remove. Dr. Admitted to it being physicians fault as he pushed too hard at the end on a very shallow depth measurement. Pushed collagen in and estimated 20% occlusion. He elected to cut down and remove vs. Leaving it in place. Does not blame manta. States that this was his first issue with manta in 100+ uses. Additional information: the case was an evar procedure. The physician had to conduct a surgical cut down to remove collagen from vessel. Patient was fine and had a small incision at access site.